Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level; failure error. Customer's blood glucose level was 78 mg/dl. The customer state that the error occurred during self test. The customer was able to successfully clear the alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.